Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold or cracked solder joint found on pin of the ambient light sensor. Device also received with severely scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that when the customer performed self-test multiple insulin pump error alarms occurred. Customer's blood glucose value was unknown. Customer stated that after setting the date and time and performing rewind process, performed self-test again, self-test was completed without any problems, but after a while, it was found that the insulin pump error occurred continuously after self-test. The device will be returned for analysis.